Event description:
It was reported that the patient had a major heart attack in (B)(6) 2012. The patient had turned his stimulation off since the attack. The patient felt a shocking or jolting sensation. Prior to the heart attack, the patient felt a shock across his chest from his implantable neurostimulator (ins) when he sneezed or coughed. When this happened, the patient "froze." It was advised that the patient should keep his stimulation off until the leads and ins could be checked by his physician or manufacturer representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4). Product type: recharger: product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID: 3587a, lot#: lb9525, implanted: (B)(6) 2004. Product type: lead. (B)(4).